Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin, fortum and reflin injections (1gm, ongoing, routes, frequencies not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued. At the time of this report, the patient has recovered from the event and was discharged from the hospital one week ago. On an unreported date, pd catheter was removed and the patient was switched to hemodialysis (every twice a week). Recatheterization was planned for after one month. Should additional relevant information become available, a supplemental report will be submitted.